Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the anesthesiologist noticed that there was a drop-in the patient¿s blood pressure. Pericardial effusion was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to drain 250cc of fluid from the pericardial space. The patient was reported in stable condition after drainage. The patient required stay in the intensive care unit (ICU) however, there¿s no report of prolonged hospitalization. The patient had fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was procedure related and that might have occurred during the ablation on the left atrium roof. There was no biosense webster inc. (Bwi) product malfunction reported. Transseptal puncture was done with a brk needle. There was no report of a steam pop during the ablation. Default stsf flow settings were used. There were no error messages observed on any equipment. Graph, dashboard, vector and visitag were all used as visualization features. Surpoint recommended settings were used as stability parameters for the visitag module. Tag index was used as coloring option. Since the event (cardiac tamponade) is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, this it is to be considered serious and MDR-reportable.